Event description:
It was reported that the surgeon had a question about why she was getting an emg response when she was not doing any active monitoring. This was concluded to be artifact from the room. On further discussion, it was noted that the case concluded with an unintentionally severed nerve. The doctor knew the nerve was cut, was not attempting to monitor it, and did not intend to implicate the nim in the injury when asking questions about the artifact. However, this is reported as an adverse event since a medtronic product was in use in a case where a patient was injured.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The findings of the product analysis are not available as the device was not returned. No testing methods performed.

Manufacturer narrative:
This supplemental is being submitted to add the product's serial number and related information. No other additional information has been received. Mainframe 8253001 nim response 3.0, model number: 8253001, serial number: (B)(4). Device manufacture date: nov. 17, 2013.

Manufacturer narrative:
Lot number: 205528756. The 510k: k083124. Manufacture date: nov. 17, 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.